Manufacturer narrative:
(B)(4), results: (endoleak). Results and conclusion: (tortuous thoracic aorta).

Event description:
Additional information for this case has been received. It was reported that the patient had a retroperitoneal bleed and a mi. The investigator stated that the relationship of the stent graft is unknown and not related to the procedure. The patient was treated with blood transfusion for the retroperitoneal bleed and medication for the mi resolving. It was reported that the patient had a psuedoanerysm that was noted. It was reported that the patient later expired due to a thoracic aneurysm, there was no autopsy performed, the patient refused to have any further intervention and expired at home under hospice care.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm, approx one year and 9 months ago. Vessel morphology was reported as a tortuous thoracic aorta. It was reported that during a recent routine follow-up, a distal junctional type 3 endoleak was seen between two of the distal main stent grafts with the thoracic aneurysm enlarging to 8.1 cm diameter (ref MFR # 2953200-2011-01360, 2953200-2011-01361, and 2953200-2011-01362). It was also noted that, at the time of implant, the left subclavian artery was covered by the proximal most stent graft. The artery was not coiled and there is a type 2 endoleak coming from the left subclavian artery and filling the aneurysm sac. On angiogram, it was difficult to visualize the junctional type 3 endoleak. The physician decided to reline the junctions between the 3 distal most stent grafts with a 46x46x197 talent captivia stent graft and coil the left subclavian artery. These interventions resolved the endoleaks. The cause of the type iii endoleak is unk. The type 2 endoleak was anatomy related. No clinical sequelae were reported and the pt is fine.